Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. While on support, the physician had to stick the right common femoral artery twice. Micro-puncture was used both times. First stick was too low and dangerously close to the bifurcation. The second stick seemed appropriate. Bleeding occurred. Manual compression, dressing changes, and additional hemostatic stitch were done. The groin site is stable. Additionally, the impella cp was delivered into the left ventricle without issue, the position optimized and started in auto. The patient went into supraventricular tachycardia and the impella was noted to be malpositioned. The position was optimized again with good results.

Manufacturer narrative:
The impella pump was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was further reported that the patient went into supraventricular tachycardia (svt). On evho noted impella was mispositioned. Post reposition svt was managed and then dark red urine noted later that day that stayed persistent. Hemolysis was resolved with impella removal.

Manufacturer narrative:
The investigation of access site bleeding, vf/vt/af/at, hemolysis, and positioning issues has been completed. Hemolysis: impella cp was returned and biomaterial was found around the impeller. No other damages or abnormalities were found. Data logs show a motor current spike on (B)(6) 2025 at around 6am followed by suction and a drop in flows. The root cause of the hemolysis was most likely biomaterial since there was biomaterial found around the impeller and an ingestion pattern in the data logs. Access site bleeding: the root cause of the access site bleeding was most likely use related since the femoral artery was stuck multiple times and the bleeding was resolved with an additional hemostatic stitch. Positioning issues: the root cause of the positioning issue was not determined due to insufficient clinical details. Vt/vf: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. Instructions for use: impella cp with smartassist system section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ b1 product problem was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29587. B5 additional information was inadvertently omitted on the initial manufacturer device report number 1220648-2025-29587. H6 health effect - clinical code 1886, health effect - impact code 46247, and medical device problem code 3009 were inadvertently omitted on the initial manufacturer device report number 1220648-2025-29587. H10 instructions for use were incomplete on the initial manufacturer device report number 1220648-2025-29587.